Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was rec'd with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was noted to have a wedge band bypass as the left side was 7/8 fired and the right side was 1/3 fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the shroud was engages with the tube insert was found broken. While no conclusion could be reached as to how damage to the device occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at (B)(4). In addition, it should be noted that the ez45b does not come with an articulation feature. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on cartridge: (B)(4).

Event description:
It was reported that during a lobectomy procedure, the gear of the lever was broken so the front edge of the device could not move. Another device was used to complete the case. There were no adverse consequences to the pt.